Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; product ID 693565 implantable tachy lead, implanted: (B)(6) 2010; product ID 419478 implantable pacing lead, implanted: (B)(6) 2006; product ID 694958 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the system was explanted due to sepsis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.